Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is a deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted. Manufacture of device is unknown.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, brown particles and delamination valve leak test and microscopic analysis was performed which identified: delamination partial of the valve, striated opening on radius, opening crease smooth on posterior and radius, wear abrasion and craters are observed on the outside of the shell. Based on the device analysis the final assessment is a striated opening on radius due to surgical damage consist in the use of some surgical tool. A delamination partial of the valve (adhesive failure) and an opening crease smooth on posterior and radius due to fold flaw opening.

Event description:
Device has been explanted.